Manufacturer narrative:
Update (B)(6) 2015. An invoice was obtained for this case which enabled identification of products involved. As there was no indication which of the two screws were damaged a complaint search and a DHR review was conducted for both screws. The complaint search identified no further complaints for the lot numbers. A review of the DHR for the screw lots identified no anomalies. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During procedure, the screw was being implanted into the acetabulum and the rim of the screw got broken while it was being inserted into the pinnacle cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.